Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope was examined with a borescope and found with what appears to be glue or some other material completely down the working channel. It was not used on a patient. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction and a tear in the channel was confirmed. However, we could not specify the root cause of the event. The event can be detected/prevented by following the instructions for use which state: operation manual_ operation_ using endotherapy accessories warning: when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. Olympus will continue to monitor field performance for this device.